Manufacturer narrative:
Non-healthcare professional. (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient underwent ureteroscopy with stone extraction. The physician attempted to retrieve a stone using a n-compass nitinol stone extractor that was too large for the basket. The basket was unable to be removed, therefore, he removed the handle and pulled off the scope. It was further stated that the plan was to retrieve the basket and laser the stone on monday, (B)(6) 2018. The device was removed as planned. The basket was removed through sequential dilation over an existing wire with an access sheath and 3.6 french ureteroscope and laser lithotripsy with a 200 micron fiber. The basket was then pulled out alongside the sheath. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation: evaluation: a review of documentation, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The device was not returned for evaluation nor were photographs provided. A review of the device history and additional complaints was not completed due to no lot number provided. The provided information states the stone being removed with the device was too large, and that was cause of the issue. The basket was disassembled by the user once the device could not be removed from the patient due to the large stone being held by the device. The information also states the basket of the device was removed during a subsequent procedure. It was reported the device did not malfunction. The cause for this complaint is operational context due to the attempt to remove a stone that was too large. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.